Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08685 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family person reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 548 mg/dl at the time of incident. The customer was offer to troubleshooting. Customer treated with manual injection. The insulin pump will not be returned for analysis.